Event description:
The customer contact reported that the device alarmed with s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical dept for s233 alarms. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 (over temperature-psc) malfunction alarm codes were noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. The probable cause was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.